Event description:
It was reported that one day post implant, a drastic battery depletion was found. It was suspected there was a battery issue in the device. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. High current drain was observed during bench testing; an anomalous rf module was determined to be the cause of the high current drain.